Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon detachment and stent dislodgment occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Pre-dilatation was attempted using a non-bsc balloon but failed to cross. A non-bsc guide was used but the physician could not get it to engage. The physician then decided to advance a synergy stent but also failed to cross the lesion. When the device was removed, the balloon got detached and the stent was dislodged from the delivery system. The physicians were able to snare the balloon and stent out from the patient's body and decided to medically manage the patient instead. No patient complications were reported and patient's status was fine.